Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. It was also noted that no non-compliance was found during the performance test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not experience any additional injury after event.

Manufacturer narrative:
Evaluation could not reproduce the reported malfunction of continues to run of both devices returned with lot no. 101/17. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. This dm0010faa easydrill cranial perforator with lot number 101/17 was manufactured by micromar. The perforator has been returned to the manufacturer and is still pending their evaluation results. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator did not stop during a trepanation. No patient impact was reported. On follow up, it was reported that during a dbs procedure, the perforator went through the dura and a little into the cortex. A second perforator was used and further damage was observed on the dura. It was also reported that there was a delay to stop the bleeding and treat the damaged areas. The patient was reported to not have any impact. Concomitant device information was not provided and not available for return.